Event description:
It was reported that the user experienced hypoglycemia while using the ilet after announcing and consuming usual meals, requiring multiple administrations of oral glucose beyond their typical 4¿6 oz of juice to maintain blood glucose, with measured values reported as low and subsequently rising into the 70¿80 mg/dl range. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education without need for medical intervention or hospitalization. Investigation included complaint intake, user counseling on low blood glucose protocol, and review of recent meal announcements and timing. Investigation of this case revealed no device alarms requiring restart, no hardware malfunctions, and a plausible contribution from later-than-usual meal timing relative to insulin delivery, though a definitive root cause was not identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.